Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
T was reported that during a routine follow up two noise events were seen in the arrhythmia logbook. Two non-sustained ventricular tachycardia episodes were seen from (B)(6) 2018, the noise was marked as ventricular tachycardia, but no more than three fast beats were marked. The longest noise event lasted five seconds, but the noise was not continuous and thus pace inhibition did not appear to have occurred longer than four second. The patient was pacemaker dependent, but did not report any symptoms as the pace inhibition was not continuous. This was the first time noise occurred and nothing was stored in the logbook previously. Isometrics and provocation maneuvers were performed and noise appeared to be related to deep inspiration cycles, but never appeared high amplitude to be marked or cause pacing inhibition. The electrical parameters were normal. It was elected to monitor the patient via remove monitoring and no changes were made. No adverse patient effects were reported.